Event description:
It was reported that the tip of a zero-p screwdriver broke intra-operatively while the last screw was being inserted. All fragments were retrieved from the patient and there was no time delay or patient harm this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles indicates that: the tip failure and universal joint deformation are due to stresses that exceed the material or weld strength. Since the force delivered by this instrument is not torque limiting, the amount of tightening torque applied which led to the component failure is unknown. The zero-p technique guide states that a 1.2 nm torque limiting handle should be utilized for the final tightening of the screws to engage the tapered locking mechanism. Bench top testing ((B)(4)) establish the failure torque of the angled driver to be 2.45 nm +/- 0.63 nm, which exceeds the torque necessary to engage the locking mechanism of the screws. Since the manufacture of this product, a shaft for angled screwdriver with quick coupling (03.617.905) has been released which is compatible with a torque limiting handle (03.110.002) and can be utilized for the final tightening of the screws. This instrument will allow for adequate final tightening of screws to the proper torque where the patient¿s anatomy does not allow the use of standard straight drivers. As there now exists an angled driver which fills the void which existed, no additional tasks need to be launched to review the design of the angled driver with sleeve (03.617.900). The angled screwdriver with sleeve (03.617.900) was not designed to be utilized for final tightening of the screw for the zero-p system. At the time of the devices manufacturing, there was no suitable alternative for final tightening when the straight driver is unable to be utilized based on patient anatomy. As such angled screwdriver was being used in the field for final tightening. Recently, an angled driver with a quick connect (03.617.905) has been released which is compatible with a torque limiting handle and allows precise final tightening of the zero-p screws. As a suitable alternative now exists, no additional tasks need to be launched to review the product design or technique guide. The complaint is confirmed, as the instrument did fail. The design is adequate for its intended use and did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.